Event description:
On (B)(6) 2025, was placed on a fresenius dialysis circuit which begin leaking after being placed on circuit. First, it was saline tinged with blood the within 30 minutes, it was pouring blood before the tech could change the circuit. The tech had checked the connectors for looseness, but the connectors near the pump rotating device seemed to be under pressure and just cracked. The machine alarms never dented a bold leak or lost and never alarmed until the circuit was clamped off. Blood loss was approximately 400 ml.